Manufacturer narrative:
The insulin pump was received with an a47 alarm noted in the alarm history screen due to corrupted history file and unable to upload to carelink pro due to corrupted history file. The insulin pump passed self test and a21 error alarm test. No a17 or a21 alarm. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that they could not upload the insulin pump. Customer's alarm history showed they had several signal too low alarms, battery out limit alarms and displayable history check failed on startup alarms. The customer was advised these alarms were preventing them from uploading. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.